Event description:
It was stated that the customer was hospitalized for low blood glucose levels. Prior to the hospitalization, it was stated that the insulin pump was having a prime anomaly. It was also stated that the customer was connected to the pump during the manual prime.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test. The insulin pump alarmed during the error test. The insulin pump passed the drive system tests. Unable to perform further testing due to the prime anomaly.